Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the devices failed. The sutures of two new proglide devices were successfully pre-placed and the tavr procedure was completed. The knots of the proglide device were advanced; however, hemostasis was not completely achieved. Manual compression was applied to stop the bleeding. The patient was transferred to the intensive care unit and required intubation, blood transfusions due to blood loss, and pressors for two days as a result of the device failures. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of medication and hemorrhage are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.